Event description:
It was reported that a large volume infusor had an occurrence of no flow. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available. However, a photograph was returned for evaluation. Photographic inspection was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.